Event description:
During the start of ivtm therapy, the thermogard ivtm system (sn (B)(4) displayed tcmid:06 (ce post failure) error message. The thermogard console was turned off and on again, unplugged and plugged in again, and plugged to another outlet but the issue persisted. Use of the thermogard ivtm system was discontinued, and another temperature management was used to continue therapy. No consequences or impact to the patient.

Manufacturer narrative:
Zoll has received the thermogard console however, the investigation is still in progress. A follow-up report will be submitted when the investigation has been completed.

Manufacturer narrative:
The reported complaint of the thermogard ivtm system (sn (B)(6) displayed tcmid:06 (ce post failure) error message was confirmed based on the event log review and during functional testing. The root cause of the reported tcmid:06 error was due to defective pic-16, likely attributed to defective component. Upon visual inspection, no physical damage was observed on the thermogard console. Event log data review was performed and showed multiple tcmid:06 (ce post failure) error messages have occurred, thus confirming the reported complaint. The console failed functional testing during the power-on-self-test (post) due to the tcmid:06 error message, thus confirming the reported complaint. The defective pic-16 needs to be replaced to remedy the fault. Waiting on customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm system with sn (B)(6).

Manufacturer narrative:
Previously the thermogard ivtm system was evaluated at zoll azm japan but was returned to zoll san jose for further evaluation. As a result, a new root cause of the reported complaint has been confirmed. The reported complaint of the thermogard ivtm system (sn (B)(6)) displayed tcmid:06 (ce post failure) error message was confirmed during further functional testing and event log review. The root cause of the reported tcmid:06 error was due to a failed cooling engine (ce), likely attributed to defective component. Upon visual inspection, observed missing pan drip on the thermogard console, unrelated to the reported complaint. A pan drip was placed on the thermogard console to remedy the observed issue. Event log data review was performed and showed multiple tcmid:06 (ce post failure) error messages have occurred, thus confirming the reported complaint. The console failed functional testing during the power-on-self-test (post) due to the tcmid:06 error message and also failed during ce test, thus confirming the reported complaint. The defective cooling engine (ce) was replaced to remedy the fault. Following service, the thermogard console pass all tests, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm system with sn (B)(6).